Event description:
On 09-jan-2025, surgeon reports an x-ray showed a shoreline acs no profile locking cover backed out of a waveform c no profile cage (believed to be an 8mm cage and 8-12mm no profile locking cover). This was observed at the patient's 3-month follow-up appointment (exact date not provided). Customer states there were no abnormalities to surgical technique observed during the case. The patient does not have any symptoms or difficulty swallowing. The surgeon does not plan to perform revision surgery at this time. Although three follow-up attempts were performed, customer was unresponsive. No additional information was provided regarding this event. The product is not available for evaluation.

Manufacturer narrative:
The product is not available for evaluation; no lot information was provided. No definitive root cause could be established. Review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.